Manufacturer narrative:
This report is being submitted in response to information identified through a user voluntary medwatch submission. Beta bionics monitors voluntary medwatch submissions and evaluates reported information for complaint handling and applicable MDR reporting requirements. The information contained in the voluntary submission reasonably suggests a reportable event associated with this device.

Event description:
It was reported that an insulin cartridge leaked during ilet pump use, and the user experienced a blood glucose peak of approximately 600 mg/dl; the user also stated this was the third replacement of the pump. Symptoms included hyperglycemia with no other clinical symptoms reported. Outcomes included inconvenience and the need for device replacement as reported by the user with insufficient information regarding health impact. Investigation included review of the voluntary medwatch submission and complaint intake for MDR assessment; no device or data were available for analysis. Investigation of this case revealed that a suspected cartridge leak was the reported device problem involving the cartridge component, with no confirmed device malfunction due to lack of returned product or corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If further information is made available, a supplemental will be submitted.